Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection was performed with no issues noted. Leak testing, clear passage test, and clamp function test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked at the clamp during peritoneal dialysis therapy. The transfer set had been in use for a week at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.